Event description:
Patient presented to the physician with headaches, pain when swallowing, chewing, and breathing, and pain at the ear radiating down to the neck incision site. Physician prescribed pain medication.